Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during stenting of the iliac artery just below the aorta for treatment of a pre-dilated occlusion, the vascular stent could not be deployed. The delivery system was retracted and another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned delivery system did not match the event description provided by the customer. The reported failure to deploy the stent could not be confirmed as the stent was found to be completely released upon sample receipt. The stent was not returned and the disposition of the stent is unknown. On the basis of the evaluation of the returned device, the reported event could not be reproduced. No device deficiency related to the reported deployment failure was identified during evaluation. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. In this case, it was reported that the access site was the groin and the occlusion was located in the iliac artery just below the aorta. The tracking path was not tortuous or calcified and there were no difficulties in advancing the delivery system to the target site. On the basis of the evaluation of the returned device and the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." As evaluation was completed.

Event description:
It was reported that during stenting of the iliac artery just below the aorta for treatment of a pre-dilated occlusion, the vascular stent could not be deployed. The delivery system was retracted and another device was used to complete the procedure successfully. There was no reported patient injury.